Event description:
It was reported that the device performed a restart when the user connected a communication cable to com1 port. No harm to the involved patient was reported.

Manufacturer narrative:
The information provided by the user and the logfile were available for investigation. Based on the log file analysis the reported warm start on the date of event could be confirmed. As per log file entries the ventilation was continued as set after completion of the warm start of the device. The log file entries do not indicate a reason for the warm start. The device was tested according to manufacturer specifications without any deviations. Based on the provided information dräger concludes an external emc fault a cause of the reported event, possibly the user discharged himself while connected communication cable to com1 port. Electromagnetic interference or electrostatic discharge currents can corrupt the respirator's internal data. If the energy or frequency, or both, is outside the specified immunity limits defined in enc60601, the specified response of evita xl is to perform a warm start to recover possibly corrupted data and continue ventilation. The evita xl is approved according to the en60601 standard and meets the immunity barriers specified therein. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. In case the device stops ventilation, audible alarms and visual messages are triggered to inform the user about the status of the device. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. The emergencybreathing valve opens allowing for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.